Event description:
Pt had an allergic reaction to the medical devices (plates and screws) that were implanted. Devices were all made from implantable grade stainless steel material. Part list implanted. Plate: uocp (l/n: 24970). Screws: hex3.2-12 (l/n: 51241). Lag3.2-16 (l/n: 41481).

Manufacturer narrative:
Pt allergic reaction to device material.